Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a stent unravelled in a patient. The stent was retrieved from the patient. No further information was provided.